Event description:
After the passage of the initiator (male) the anchor was placed in the right way, the bone was very good. The anchor did not hold up the resistance and broke. The anchor broke while it was introduced into the bone. The back-up anchor was placed in the same hole; however, the surgeon screwed deeper before placing the second anchor.

Event description:
It was reported that revision surgery was performed due to infection.

Manufacturer narrative:
Supplemental report is being completed to add device evaluation. Device was received with the distal tip of the anchor broken free at the eyelet location. The tip was not returned. The break is across 3 threads indicating side loading forces being used. Without knowledge of how the site was prepared, no firm conclusions can be made. (B)(4).

Manufacturer narrative:
(B)(4); the device has not been returned for evaluation.(B)(4)